Manufacturer narrative:
(B)(4). A portion of this product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the left ventricular (lv) lead and device exhibited high out of range pacing impedance measurements of greater than 2000 ohms. The patient was experiencing recurrently heart failure and had fallen. A revision procedure was performed where the physician believed he visualized a lead fracture near the suture sleeve, although the suspected fracture was not confirmed via fluoroscopy or x-ray image. The lv lead was partially removed and the other portion was surgically abandoned. During the procedure the physician experienced difficulty accessing the coronary sinus, thus an epicardial lead was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory it was noted that only the proximal segment of the lead was returned and was severed at 378 millimeters (mm) from the terminal pin. Electrocautery damage was observed in a few places and there was dried blood and body fluid in the lead lumen. Further inspection found a bend in the polyurethane insulation, torn inner insulation and the conductor coils fractured at approximately 375mm from the terminal this location appears to be just proximal of the suture sleeve tie down site. Analysis confirmed the field allegation of a possible fracture.